Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that tubing cracked "at the end cap". The set was in use on a patient at the time of the event, but there was no patient issue. No detail is available for the description of "end cap", and no other infromation is available.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report that the tubing cracked "at the end cap" was confirmed. Visual inspection observed a crack in the female luer approximately .3125¿ in length from the edge of the luer. Functional testing was not performed due to the crack in the female luer. The root cause of the tubing cracked "at the end cap" was not identified.